Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 11l09h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon follow up with the nurse, it was disclosed that the cause of the peritonitis was due to a use error/touch contamination. This incident was reported under MDR #1423500-2012-12809. Report #1423500-2012-12810 is a duplicate of report #1423500-2012-12809. All further investigation pertaining to this case of peritonitis will be documented in report 1423500-2012-12809.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 to clarify the events. The pdrn stated that the hp had recovered from the peritonitis event in may and then experienced a separate peritonitis event in (B)(4) as a result of a break in aseptic technique. An additional report will be opened to further investigate the peritonitis event that occurred in (B)(4). This report 1423500-2012-12810 will continue to document the investigation of the may event in reference to the flexi-cap. The investigation of the (B)(4) event is documented in MDR report 1423500-2012-15959.